Event description:
New information received notes that the patient was again seen in clinic. The lead was capped and replaced on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in hospital for an unrelated procedure, device interrogation revealed high defibrillation as well as high pacing impedance on the right ventricular (rv) lead. Other parameters were stable. Programming changes were made, and patient was discharged on life vest. Lead revision was discussed. The patient was stable.

Manufacturer narrative:
Correction: g4.